Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip of the instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the jaw of the harmonic ace instrument broke and a fragment fell inside the patient. The broken fragment was retrieved laparoscopically during the same surgical procedure. A back-up instrument was used to complete the procedure. There was no report of patient harm, adverse outcome injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. It was installed in the universal side manipulator (usm) arm and was used for approximately 1 hour with no noted instrument removal. The surgeon was performing tissue dissection when the issue was observed. The entire fragment was retrieved and a post-operative test was not required.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved shears instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken blade. The blade was broken at approximately 0.11" from the base. The broken piece was returned. Any inadvertent contact with staples, clips, or other instruments while the instrument is activated may result in a cracked or broken blade. Scratches on the blade tip may lead to premature blade failure. The root cause of the failure is fatigue failure due to mishandling/misuse. Based on failure analysis investigation results, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.